Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and the physician believed the amount of char identified posed a risk of asymptomatic cerebral infarction. The device evaluation was completed on 10-sep-2024. The device was returned to biosense webster, inc. For evaluation. A visual inspection evaluation, irrigation, and temperature and impedance test of the returned device were performed following biosense webster, inc. Procedures. Visual analysis of the returned sample revealed no char residues on the tip of the device. A temperature and impedance test was performed, and the results were found within specifications. Afterward, an irrigation test was performed, and it was found that the device was partially occluded. Further investigation revealed char material occluding some of the irrigation holes in the dome section. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char / thrombus issue reported by the customer was confirmed. The potential cause of the char residues could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of the biosense webster, inc. Quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the customer¿s reported ¿char¿ issue. -investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the customer¿s reported ¿amount of char identified posed a risk of asymptomatic cerebral infarction¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 03-sep-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. D4. Primary UDI number has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and the physician believed the amount of char identified posed a risk of asymptomatic cerebral infarction. After the right pulmonary vein (rpv) ablation, the physician noticed char when the catheter was removed from the patient¿s body. Char was found to be attached on the proximal side of the tip electrode of the qdot micro catheter. The char was wiped off and the procedure was continued. The physician believed that the amount of the substance identified posed a risk of asymptomatic cerebral infarction. Qmode +setting--- 90w4s, target 47. There was no catheter temperature or flow related problems occurred. Generator cut off values set to 60, 200ohm. The catheter values when the event occurred was power: 50w+90w, impedance: 80 90ohm, the catheter temperature: around 45. Heparin was used. Act was unknown. The ablation time did not exceed 60 seconds. The average contact force value did not exceed 25g. The flow setting was pre 2s, post 4s. Additional information was received on 05-aug-2024. The system did not present any error message nor did the physician / user see any product problem. The patient did not exhibit any neurological symptoms since the procedure was completed. The correct catheter settings were selected on the generator. Ngen generator automatically selects correct catheter setting. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Ngen generator automatically controls appropriate irrigation flow according with the temperature.

Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).